Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Premicath PICC line was being removed per protocol. Upon dressing removal line was noted to break in 2 pieces at the insertion site. The line was removed without further incident. Person removing the line was using forceps and holding line (no pulling or tugging) 1 cm from insertion site, break occurred at this point.

Manufacturer narrative:
We received one used catheter as a faulty sample. The catheter tube snapped between the 11 cm and 12 cm markings. The catheter wing and a portion of the tube were covered with adhesive dressing. Microscopic examination revealed dried residues (probably saline solution) at the fracture area. The distal fracture surface was rough and uneven, indicating the application of excessive tensile force. The proximal fracture exhibited the same characteristics. Excessive tensile force may have been applied during adhesive dressing removal, as described by the customer: "upon dressing removal." In general, there are various events that can lead to a snapped catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant: concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. Two different batches were used for the assembly of the catheter tube, and both were within specification. A two-year review of vygon USA's complaint data, covering the period from january 1, 2023, to january 31, 2025, indicates that three additional complaints were recorded for lot 23j012d related to leaking catheters. None of these complaints were associated with manufacturing defects. Corrective action: as the catheter worked well for 7 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Premicath PICC line was being removed per protocol. Upon dressing removal line was noted to break in 2 pieces at the insertion site. The line was removed without further incident. Person removing the line was using forceps and holding line (no pulling or tugging) 1 cm from insertion site, break occurred at this point.